Event description:
It was reported by the mother that the customer was having differences with the sensor glucose and blood glucose. Sensor glucose was 70 while blood glucose was 113 mg/dl. Customer also stated receiving false lows. No current blood glucose reading provided. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.